Manufacturer narrative:
The initial reporter's facility should have been (B)(6).

Event description:
New information received noted that the device was unable to send transmission while it was in backup vvi operation. Normal device operation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room with the implantable cardioverter defibrillator exhibiting backup vvi operation. Normal device operation was restored successfully.